Event description:
Fail code 500. The failure occurred during biomed testing, but no details were available. Additional contact information was requested but no additional contact was identified. The technician stated that there have been no reports of any patient incident involving this pump since the last baxter service event.